Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There were scratches on the probe. The coating of the probe was partially missing. As the result of checking the manufacturing record of the same lot, there was no abnormal found. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of the probe was missing and the probe was scratched since the user activated output while the subject device was contacted with a metal or surgical instruments. Also, the probe damage error might occur since the scratched probe was subjected to a load while the user activated output. The instruction manual of the device has already warned as follows; *if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
During a transvaginal hydrolaparoscopy, the probe damage error occurred. The intended procedure was completed with another device. On november 6, 2017, olympus medical systems corp. (Omsc) found that the coating of the probe was partially missing. No patient injury was reported.